Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that patient has suffered extreme pain, will likely undergo a second revision surgery, and may develop high concentration of metal ions in his blood. Update: (B)(6) 2011 - medical records received. Part/lot numbers identified with invoice search.

Event description:
Update rec¿d (B)(6) 2015 - medical records received. Dob provided. Upon revision, a pseudotumor and osteolysis were noted. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 10/22/2014: patient fact sheet form was received. There is no new information that would change the outcome of the investigation

Manufacturer narrative:
The report states: litigation papers allege that patient has suffered extreme pain, will likely undergo a second revision surgery, and may develop high concentration of metal ions in his blood. Doi: (B)(6) 2009 (revision of implant from (B)(6) 2008) - dor: has not yet had second revision. (Left side). Patient is a resident of (B)(6). Update (B)(4) 2011 - medical records received. Part/lot numbers identified with invoice search. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/22/2016 medical records received. After review of the medical records for MDR reportability, adding the asr sleeve due to the previously reported pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.